Event description:
It was reported that a patient control module (pcm), for an infusor, was damaged. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection and flow testing confirmed that the blue housing post had broken and had become separated inside the pcm housing. The cause of the reported malfunction was determined to be operator error during the manufacturing process. The manufacturing facility has conducted awareness training for the manufacturing personnel involved in this manufacturing process.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. If additional relevant information becomes available, a follow up medwatch will be submitted.